Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the customer's reported issue. In addition to the glue missing from the distal sheath, the glue was missing from the lens guide cover and forceps cover. The distal sheath had a hole which leaked. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to olympus, the device bending section failed the leak test during reprocessing. The device was returned for service. During evaluation, olympus identified the distal sheath glue was missing which is a reportable event. No patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation.a review of the device history record found that the subject device was shipped in accordance with the specifications.. No abnormalities were found. The root cause cannot be conclusively identified. Based on the results of the investigation, it was presumed that this phenomenon occurred due to external force was applied to the distal end due to handling. As stated on the IFU (instruction for use) the user manual states: inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.